Event description:
It was reported that protaper universal obturation material protruded through the apex and contacted the nerve, causing paralysis on the side of the patient's face. The patient was referred to an oral surgeon who removed the obturation material from the area. The symptoms had reportedly resolved somewhat a month following the procedure, though they were still present. The patient will undergo further testing.

Manufacturer narrative:
While there is no indication that the device malfunctioned, this event meets the criteria for reportability due to the fact that intervention was required and because of the possibility that permanent impairment of a body functioned resulted. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.